Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that angina and in-stent restenosis occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. The index procedure was performed. Target lesion # 1 was an ostial de novo located in the proximal left circumflex (lcx) with 80% stenosis and was 8 mm long with a reference vessel diameter of 2.8 mm. Subsequently, the lesion was treated with pre-dilatation and placement of a 2.50 mm x 12 mm promus element plus stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented due to angina and was hospitalized. The 75% stenosed was located in the distal lcx was treated with percutaneous coronary intervention (pci), with 10% residual stenosis. Subsequently, the 95% in-stent restenosis (isr) of the study stent deployed in the proximal lcx was treated with percutaneous coronary intervention (pci), with 10% residual stenosis. One day post procedure, the event was considered resolved and the patient was discharged on aspirin and prasugrel.